Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
In this case the customer reported that there was a burning smell coming from the uninterrupted power supply (ups). There was no report of harm to a patient, operator or bystander. A phillips field service engineer (fse) confirmed there was no report of smoke, flames, or fire. No alarms were activated and the fire department was not contacted. There was battery acid leakage which was contained inside the ups cabinet. "Burning" smells are common symptoms of failing electrical components that are not considered to be a hazard. A new battery for the ups was installed to correct this issue.

Manufacturer narrative:
In this case the customer reported that there was a burning smell coming from the uninterrupted power supply (ups) and it appeared to have smoke coming out. The philips field service engineer (fse) confirmed there was no smoke, instead there was vapor from the chemical components. There was no report of harm to a patient, operator or bystander. The fse confirmed there was no report of smoke, flames, or fire. No alarms were activated and the fire department was not contacted. The customer turned off the ups. The fse confirmed the batteries were damaged and there was battery acid leakage which was contained inside the ups cabinet. The age of the batteries is unknown however they likely were installed on 23-jul-2009 with the original ups system, making them more than 5 years old. No parts were repaired or replaced by the fse. The provider, itecsa, performed the exchange of 40 pieces of dynastic batteries and the system was restarted. The fse could not determine because the batteries were not available for evaluation. The fse indicated the most likely cause was that the batteries were damaged and needed preventive maintenance. The overall risk is based on engineer's investigation and according to the risk assessment this reported event was determined to be of acceptable risk. It has been concluded that if this event were to recur it would not be likely to cause or contribute to death or serious injury. Mitigations: ¿ the system shall only utilize batteries approved by a recognized electrical safety organization (i.e. Ul, csa).warning label for maximum load. ¿ ups owner¿s manual states no user serviceable parts and requires no routine maintenance. ¿ full system ups has temperature sensor monitoring the battery cabinet temperature. ¿ ups comes with status notification (beep alarm for fault condition). ¿ service documentation shall include preventative maintenance and inspection criteria. ¿ philips service procedures shall recommend replacement of failed batteries in sets. ¿ service and user documentation shall identify appropriate personal protective equipment (ppe) and neutralizing agents (ammonia or baking soda). ¿ site planning document recommends to not allow ups closer than 1.5m (60 inches) from patient couch unless it is certified as a medical grade device and/or approved with the CT system. ¿ site planning document recommends that a ups battery cabinet should not be exposed to prolonged periods of temperature above 25 c (77 f).